Manufacturer narrative:
(B)(4). Guide wire: balance middleweight elite; stent: 3.0 x 23 xience prime. The 3.0 x 23 xience prime referenced being filed under a separate medwatch report. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that during the procedure in a coronary intermediate vessel with mild tortuosity and heavy calcification, pre-dilatation was performed using a non-abbott balloon. A 3.0x23 xience prime stent delivery system was advanced and the stent was deployed at 14 atmospheres. A 2.5x8 xience v stent delivery system was advanced and the stent was deployed overlapping the xience prime stent proximally. Post dilatation was performed using a non-abbott balloon at the location of the overlap. Images revealed that at the location of the overlap and into the xience prime stent, the stents were not fully expanded. Blood flow was noted to be slower to the vessel compared to the circumflex and left anterior descending arteries. Intravascular ultrasound (ivus) confirmed that the stents were not fully expanded at the location of the overlap and into the xience prime stent. Ivus also confirmed significant plaque and calcification at the location of the overlap. A non-abbott balloon was used to post-dilate the area and the procedure was completed. The physician indicated that the stents did not fully expand due to the heavy plaque but were fully expanded after the second post-dilatation was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.